Event description:
When the egr device was inserted in pt the blade was deployed. The cut was made to the gastroc. After cut was made surgeon tried to retract the blade back down and it would not retract. The surgeon had to carefully remove device from pt in order not cut anything further. Add'l info received from physician indicated this prolonged the surgery by "minutes" and there was no adverse outcome to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.